Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry was slow during device interrogation. Diagnostics and episodes were cleared and the device was able to be interrogated normally. The device remains implanted.